Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The inaccurate delivery was unable to be confirmed as the stent was already deployed and not returned. It may be possible that the distal sheath was restricted or entrapped within the anatomy causing the inaccurate delivery; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the reported inaccurate delivery. The reported dissection and additional treatment appear to be due to circumstances of the procedure. Dissection is listed in the absolute pro instruction for use as a known adverse event that may be associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the ostium of left common iliac with mild tortuosity and no calcification that was 60% stenosed. After pre-dilatation was performed a 10 x 30 mm absolute pro stent delivery system (sds) was advanced to the lesion and it crossed successfully; however, the stent jumped during deployment when the thumb wheel was rotated twice. The stent landed in the aorta. A 12 mm armada 35 was advanced and inflated inside the stent pulling it back approximately 15mm into the iliac artery. A dissection occurred during the pull back of the stent from the aorta and to treat the dissection, a 7.0 x 60 mm and a 7.0 x 100 mm absolute pro stents were implanted. Additionally, a 10 x 40 mm absolute pro stent was implanted in the gap between the jumped stent and the stents covering the dissection. A total of four stents were deployed to cover the iliac lesion. The jumped stent was protruding approximately 10 mm from the iliac into the aorta. The patient condition was stable. No additional information was provided.